Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation result: eight 20041e-0006 samples were received in packaging from lot 24015294 for investigation; five of the samples were in sealed packaging, two were received in opened packaging filled with clear medication, and one sample was received in opened packaging with residual blood. The customer reported that the "t connector extension set broken off while connected to patient". A visual inspection of all of the returned samples confirmed the customer's experience; in each instance the t-connector was received separated from the tubing joint. A closer inspection identified minimal signs of residual solvent at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the separation is most likely to have been caused by incorrect positioning of the t-connector within the assembly jig during the solvent application process; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 24015294 identified that a quality issue was raised during the in-process quality checks, which could potentially be related to the customers experience; as a result a larger sample size of products from the affected lot were tested to ensure they complied with the tensile strength of the product prior to release. Since the manufacture of the reported lot, improvements to the assembly process have been implemented, including updates to the work instruction as well as the addition of visual aids on the assembly line to ensure the correct assembly of this joint during future production. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20041e-0006 product in the past 12 months.

Event description:
Additional information: infusion rate set up- we use infusion pumps, height of infusion line unknown, entry point ¿ arm ivc, rate unknown but it was an IV ab administration so not fast. No additional line set up used. Antibiotics were being infused ivab. During infusion. Not sure of how long into the infusion. Leakage occurred.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd extension set separated the following information was received by the initial reporter with the following verbatim: customer states " t connector extension set broken off while connected to patient"